Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor implants and experienced unspecified symptoms post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.

Manufacturer narrative:
After additional review of this file, it has been determined that with the information available, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a mentor product, nor any specific reported patient consequences arising from the use of a mentor product. As such, this file does not meet the criteria for MDR reporting at this time, and the initial report was submitted in error. Should additional information be received, this file will be reassessed. Manufacturer¿s reference number: (B)(4).